Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA not necessary. The customer stated that there was no patient involvement.

Event description:
(B)(4). Replaced broken lower hinge bezel, and bottom rear case. Replaced broken door latch seat, and fluid ingress frame memb. Replaced damaged pins right,left iui. (B)(4).